Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's flat emitter was malfunctioning, resulting in a "localizer faulted" error message in the software. There was no patient involvement. The probable cause was normal wear and tear as there was no physical damage. The issue resolved when the side emitter was plugged in.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752, serial/lot #: (B)(6), UDI#: (B)(4). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the flat emitter was replaced. The navigation system then passed the system checkout and was found to be fully functional. Analysis was completed and the issue was verified. The emitter immediately faulted when connected to a lat station. An attempt to test further was made but it was unable to connect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.